Manufacturer narrative:
In trouble-shooting, after navigation was abandoned, the radiographic technologists found that they had not attached the tracker correctly, it was on crooked. The rts re-attached the tracker properly and the next case was accurate. On 06/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/20/2016 a medtronic representative, following-up at the site, confirmed the procedure was originally scheduled to be an open procedure. On 07/05/2016 software investigation completed. Findings are that the tracker was not attached correctly. Software is functioning as designed. On no further issues have been reported.

Event description:
A medtronic representative reported that, while in a l4-l5 spine procedure, using a c-arm, the surgeon alleged an inaccuracy occurred. The surgeon immediately alleged being 1 centimeter inaccurate, and chose to discontinue the use of the navigation system. Delay in therapy was 5 minutes. The surgeon opted to continue and completed the procedure with the use of 2d fluoro. There was no impact on patient outcome.